Event description:
A 2.5mm diameter x 24mm length medtronic ave s540 stent was successfully placed at the target lesion in the mid-left anterior descending coronary artery after predilation with a 2.75mm diameter ptca balloon. This was followed by placement of another medtronic ave s540 stent, 2.5mm diameter x 8mm length, in the proximal left anterior descending coronary artery. Later that same day, the patient returned to the cath lab, where angiography revealed that the proximal edge of the proximal stent had "closed down". The proximal stent was then treated with placement of a 3.0mm diameter x 12mm length gfx2 stent within the proximal section of the stent. The following day, the artery had thrombosed at the location of the "overlapped" stents. The thrombosis was then treated with multiple inflations with a 2.75mm diameter ptca balloon. Separate medwatch reports have been submitted for each device involved in this event.